Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to not be available. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Through implant patient registry, it was learned that a 23 mm 8300ab aortic valve was explanted at implant due to moderate paravalvular leak (pvl). The explanted valve was replaced with a 27 mm 11500a aortic valve. Per medical records, the patient presented with severe aortic stenosis and underwent mini avr via right anterior thoracotomy. Laa with atriclip was placed, exposure was quite difficult due to body habitus and thymic fat. A 23mm 8300ab valve was inserted and seated in the annulus and cor knots were used to secure the 3 guiding sutures. Balloon was inflated to 4.5 atmospheres for 10 seconds. After slowly weaning from bypass, there was a very large moderate pvl more in the non-commissure side. Due to long pump run, difficult exposure, and minimal access, it was elected to convert to sternotomy. The 23mm 8300ab valve was then explanted and replaced with a 27mm 11500a aortic valve. Once off cpb, the valve was interrogated with good gradient, no pvl, and good function the patent was transferred to the cvicu in stable condition. On pod #5, the patient discharged home in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.